Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an ablation procedure to treat atrial fibrillation (af) a intellamap orion high resolution mapping catheter and a intellanav mifi open-irrigation catheter were selected for use. Ablation was completed all four pulmonary veins, however, the patient was still in af. Cardioversion therapy was applied to revert the patient back to sinus rhythm. It was reported that an effusion was observed at the end of the procedure after the catheters were removed but prior to removing the sheaths. A pericardiocentesis was performed and the procedure was concluded successfully with the patient making a full recovery.